Manufacturer narrative:
This report is submitted on october 31, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced pain and skin issues at implant site; subsequently, the patient was treated with topical antibiotics (date and duration not reported).